Event description:
The patient experienced less than 50% therapy relief. The ins became overdischarged for the first time. During the overdischarge state the patient had back and leg pain with no pain relief. A physician mode recharge successfully reset the device. The power on reset (por) was cleared after charging to 50%. The impedances were within normal limits. Coverage was wanted in back and legs location. Reprogramming was performed. The next day telemetry issues were reported. The patient¿s first overdischarge duration was approximately 1 year. Today the patient was unable to communicate with her ins. Yesterday one 60 minute countdown was performed , recharged to past 25% mark, por was cleared and the patient was sent home with the ins off to recharge. The patient charged last night to 100% (sprites notes), went to bed and now unable to communicate with the ins today. The company representative reported on (B)(6) 2014 that the patient was scheduled to be seen tomorrow. The patient cancelled her appointment so no further information was available as of (B)(6) 2014. The patient¿s health care provider (hcp) reported 3 months later that the cause of the event was unknown. The patient was unable to charge her unit despite reset. Battery depletion was noted. There was no stimulation from the unit.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).